Event description:
It was reported when using the bd vacutainer sst ii advance plus blood collection tubes customer found a red piece of rubber after sample collection. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer small pieces of red rubber in tube after sample collection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-12-02. H.6. Investigation summary: bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode of stopper coring was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for stopper coring with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper coring. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found a red piece of rubber after sample collection. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer small pieces of red rubber in tube after sample collection.